Manufacturer narrative:
The log file indicates that the device completed the system test successfully 07:11am on the reported date of event. The case in question was started at 11:41am using man/spont and continued in volume af mode from 11:46am. The following ventilation was initially accompanied by circuit leaks and occasional fresh gas deficits, appropriate alarms (e.g. Apnea, fresh gas low or leakage) were posted. The users managed the situation; from approx. 12:00pm ventilation was stable and unremarkable. At 01:46pm the blower was stopped due to a pwm control signal failure and the device alarmed turbovent 2 failure. Ventilation was continued using man/spont. At 02:50pm the unit was placed into standby. The dispatched fse replaced the motor control board. The device was tested to confirm that the problem was solved; the workstation is back in use now. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2020-00028.

Manufacturer narrative:
The investigation is ongoing. Results will be provided within a separate follow-up report.

Event description:
It was reported during a case the device alarmed for "turbo vent failure." There was no patient injury reported.